Event description:
It was reported that during endovascular coil embolization procedure in a patient with splenic artery aneurysm, when the subject coil was about 5 cm out from the tip of the microcatheter, it was pulled back for repositioning, resulting in premature detachment. The entire microcatheter was removed, but the detached coil remained inside the aneurysm toward the guide catheter and had to be retrieved with a snare device. The coil was replaced with a new one and the procedure was completed successfully. There was no clinical consequences to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, the device was used in a splenic artery aneurysm, a non-stryker microcatheter was used with the subject coil, the coil was advanced slowly and gently without applying excessive force, there was no torque given where advancing the delivery wire, there was no resistance while advancing or retracting the coil within the microcatheter, and there was no attempt made to detach the coil using an inzone. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during endovascular coil embolization procedure in a patient with splenic artery aneurysm, when the subject coil was about 5 cm out from the tip of the microcatheter, it was pulled back for repositioning, resulting in premature detachment. The entire microcatheter was removed, but the detached coil remained inside the aneurysm toward the guide catheter and had to be retrieved with a snare device. The coil was replaced with a new one and the procedure was completed successfully. There was no clinical consequences to the patient due to this event.